Manufacturer narrative:
.

Event description:
It was reported to philips that the therapy test failed. There was no patient involvement.

Manufacturer narrative:
Failure analysis info: one therapy capacitor was returned for failure analysis. The measured capacitance values were found to be out of tolerance. The duration of service and the customer use model (frequent operational checks) is likely to support that the expected life of the capacitor has been surpassed rather than non-conformity to specification. Philips cannot rule out a malfunction of the therapy capacitor at the time of the reported event. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.